Event description:
It was reported during insertion of a screw it was observed that the screw couldn`t be inserted due to overtighten.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the customer reported event of two xia 3 titanium blockers disengagement was confirmed via sales rep correspondence. The returned blockers were visually inspected and no issues were identified. Both blockers were successfully threaded into a xia 3 titanium poly axial screw and unthreaded without issue. Review of the correspondence confirms that disengagement occurred due to over tightening of the tulip of the screw while positioning the blockers. If this was the case, the blocker may not have been adequately threaded, causing it to pop off. Conclusion: the root cause of the failure could not be determined with the provided information. The failure mode is multifactorial.

Event description:
It was reported during insertion of a screw it was observed that the screw couldn`t be inserted due to overtighten.